Event description:
Keypad was returned for evaluation. The evaluation confirmed the customer report of delaminated keypad and non-responsive buttons.

Event description:
Customer reported delaminated keypads and non-responsive buttons. One pump is set to be received for evaluation. A follow-up report will be submitted once the evaluation is complete.